Manufacturer narrative:
One cadd legacy pump was returned for analysis. Visual inspection performed, and product found to be in good condition. Indications of 10ml bolus test was performed prior to the pump return to smiths medical for investigation. Accuracy testing and event log review was performed. The customer's concern regarding failed accuracy was unable to be confirmed. Delivery accuracy testing found the pumps average delivery error to be within the published specification of +/-6%. The pump was opened and inspected for discrepancy. The inspection noticed some foreign substances/materials on the inlet valve cam lobe of the pump. The foreign materials found could have had influence on the accuracy of the pump. Service replaced the expulsor and valves on the pump as a preventative measure due to the foreign material observed. The problem source is unknown.

Event description:
Information was received that this smiths medical cadd legacy pump failed accuracy by negative 10.70 percent. No adverse effects were reported.